Manufacturer narrative:
Correction: report 2936999-2017-05600 was not required to be submitted. Upon further evaluation, this is not a reportable event. There was no report of serious injury or death associated with this event. It is noted that the product is expected to be returned for evaluation. Should additional information be obtained, it will be provided and updated in a supplemental report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic recieved a report that the item was sealed in the box and the package was sealed but there was no product in it. There was no patient involvement reported.